Manufacturer narrative:
Additional information: section d4 - expiration date section h4 - device mfg date. The complaint investigation for initial false positive results with the architect total ss-hcg reagent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 42330ud02 did not identify any non-conformances or deviations. The overall performance of architect total ss-hcg reagents in the field was reviewed using data from customers worldwide and suggested that the performance is acceptable. The patient median for the complaint lot was comparable to all other lots in the field. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the architect total ss-hcg reagent lot 42330ud02 was identified.

Event description:
The customer observed falsely elevated architect total hcg results for a patient. The following data was provided: initial result = 24.66 miu/ml, repeat result = 340 miu/ml, 336.81 miu/ml. Same patient, new sample: initial result = <1.2 miu/ml, repeat result = <1.2 miu/ml. Samples ran on the roche platform and results were consistent with the results of the abbott platform. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Phone complete entry: (B)(6). Facility name complete entry: (B)(6) hospital.